Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the insulin gauge displayed a fill estimate of 85 units. Review of the pump data logs by tandem technical support showed that based on the amount of insulin delivered, the insulin gauge displayed an accurate fill estimate. However, the customer maintained belief that the fill estimate was inaccurate. The customer's blood glucose level was 140 mg/dl.